Manufacturer narrative:
This complaint is related to MFR report# 9610595 - 2024 - 19423. The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported having used the gastrointestinal videoscope on 7 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: b5, d9, h3, h4, h6, h11 this report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device biopsy channel before repair. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and foreign material was observed in the air/water cylinder. Air/water tube and the auxiliary jet channel. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip. Cfu: no detection. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: forceps and suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 1 cfu/ml. Bacterial identification: paenibacillus species. Sampling date: (B)(6) 2024 sampling from: sub-water supply channel cfu: 0 cfu/ml. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A definitive root case of the device use in a patient procedure while waiting for culture results could not be determined, however, the issue is believed to be a result of the scope not being isolated prior to receipt of sampling results and or a difference in understanding between olympus' recommendations and the facility regarding how to handle the equipment. Additionally, a definitive root cause of the observed foreign material in the air/water cylinder, air/water tube and the auxiliary jet channel could not be determined, as no deformation was observed at the foreign material locations that might result in the retention of foreign material and no deviations from the IFU were found were found in the facility reprocessing procedures, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer additionally reported the following device culture results: sampling date: (B)(6) 2024. Sampling from: forceps channel, cfu: 56cfu/20ml, bacterial identification: unknown. Sampling from: air/water supply channel, cfu: 42cfu/20ml, bacterial identification: unknown. Sampling from: sub-water supply channel, cfu: 1cfu/20ml, bacterial identification: unknown. Sampling date: (B)(6) 2024. Sampling from: forceps channel, cfu: 26cfu/20ml, bacterial identification: unknown. Sampling from: air/water supply channel, cfu: 24cfu/20ml, bacterial identification: unknown. Sampling from: sub-water supply channel, cfu: 21cfu/20ml, bacterial identification: unknown. Sampling from: suction channel, cfu: 2cfu/20ml, bacterial identification: unknown.